Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced a low blood glucose (bg) event with a low blood glucose (bg) of 60 mg/dl during their first night using the ilet. The user had self-started on the ilet with u200 insulin instead of u100 insulin, as recommended by their healthcare provider (hcp), and had not yet completed training. The ilet alerted for the low. The user has since disconnected from the ilet and scheduled training with a clinical diabetes specialist (cds). The event was not associated with a meal announcement or supply change. The user's reported symptoms included shakiness and sweating. Blood glucose (bg) was corrected with carbohydrates. No outside assistance or medical intervention was required at the time of call.